Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to flattened , esc and act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with cracked case from display window corner, stripped coin slot, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the top right hand and act button did not work. Customer stated that battery cap was cracked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.